Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). An evaluation is in process.

Event description:
The customer observed false positive b-hcg for one patient while using the architect i2000sr analyzer. The following data was provided (miu/ml). Patient 1: (B)(6) initial 3104.87 (positive), repeat <2 (negative). Patient 2: (no sid) initial 3000 (positive), repeat using unknown method at another facility <2 (negative). No impact to patient management was reported.

Manufacturer narrative:
Abbott service was dispatched to the customer account. Service personnel reviewed analyzer logs, and found a decay in the sample probe pressure monitoring and an increase in pressure during the sample aspiration phase. Parts were replaced as part of troubleshooting, including probe (part 08c94-42), tubing/sensor, temperature, wz (part 08c94-87), and, pressure monitor sensor, tested (part 7-204070-02). The pressure monitor sensor was considered the likely cause of the customer issue. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, a device history review, and instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.